Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. The patient stated that they had lost the charge on their implant and now the recharger would not find the implant. The patient also added that they were not able to connect with their patient programmer as well. The patient mentioned that they had not used this device in about a year. The patient stated that they were supposed to have an MRI done on wednesday and wanted to know if this would affect their MRI. It was indicated that the patient last recharged their device about a year ago. The patient was redirected to follow-up with the healthcare provider (hcp) to address a possible over discharge. It was indicated that the issues began a couple of months ago in 2019. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient did not get their battery reset as this was their third overdischarge strike. It was indicated that the patient did not want a replacement at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they were with the patient today regarding their overdischarge. They stated that they believed this was the patient¿s third overdischarge and they were doing a pmr right now. Technical services reviewed that the ins would still come out of overdischarge even if it was at eos and the clinician programmer could still put the ins into MRI mode as the patient needed a lower back scan. Another option was reviewed to see if the hcp had their eligibility information on file. The caller stated that the patient had noticed they could not charge approximately six months ago in (B)(6)2019. They indicated that they did not have any further information regarding previous overdischarges. The rep called back shortly after indicating that they were not seeing the overdischarge screen. The overdischarge was reviewed. The process was reviewed on how to perform the physician recharge mode and the rep was now seeing the 60 minute timer. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.